Event description:
Info received indicates, the foot end brake casters are not holding in brake.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010, due to persistent skin flap infection, it is unknown if the patient was re-implanted. (B)(4).

Manufacturer narrative:
(B) (4): implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the physician, the patient was placed under local anesthesia with sedation for wound débridement and sutures. The implanted device remains and the patient is reportedly doing well.